Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The insulin flow blocked alarm functioning properly during testing. Insulin pump received with normal operating currents. No unexpected battery failed alarm noted. The test guardian link with the communicates properly to the pump noted. No unexpected change sensor or calibration not accepted noted. However, pump error alarm found in the pump history due to software error.

Event description:
Customer name has been changed to (B)(6). Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer performed displacement test which was passed however high pressure test failed as it did not show the insulin flow block. Advise customer to clear alarms as soon as possible reason not completed. Device will return for analysis.